Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. Three days after the event onset, the patient was hospitalized and was treated with ceftazidime pentahydrate (fortum) (125mg, once a day, discontinued) and vancomycin hydrochloride (vancomycin) (1g, once a day, discontinued) for peritonitis. Seven days after the event onset, the patient was discharged and was recovered from the event. Pd threapy was ongoing. No additional information is available.